Manufacturer narrative:
According to the complainant the device will not be returned for investigation as it has been discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) and high blood glucose (bg) levels of 31 mmol/l (558 mg/dl) while wearing the pod on the abdomen between 4 and 24 hours. A correction of 5 units was administered at home using the pod but the bg levels did not decrease. At the hospital, the pod was removed, the cannula was noted to be bent, the patient was treated with potassium, saline solution, novalog insulin and a new pod was applied.